Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient was able to be adequately programmed and they were receiving good therapy. It was also reported the screw bent and broke a contact because it was difficult to remove.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hcp experienced intra-operative difficulty with the lead cap, and as a result no longer intended to use it. It was reported that there was no patient injury, and it was unknown if any action was taken as a result of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). "Potential lead damage associated with the dbs lead cap" (B)(4).